Manufacturer narrative:
Eval: customer returned one introducer set in an opened and used condition. Investigation confirmed that the hub has pulled off of the sheath material. We are aware that this may occur and corrective action has been filed in an effort to prevent this in the future.